Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the iabp with a slight leak in the helium tank. The fse removed the helium yoke and resealed the connection. The fse checked for leaks but found none. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.